Event description:
Consumer complaint of about blood result reading "hi." Caller usually gets results around 100-135 mg/dl. Customer performed back to back blood rests and obtained a 517 mg/dl and "hi." Last five results in memory were 457 mg/dl, 337 mg/dl, "hi", 567 mg/dl, 571 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue. Product codes updated. Correction of 510(k): k090495.

Event description:
Consumer complaint of about blood result reading "hi". Caller usually gets results around 100-135mg/dl. Customer performed back to back blood tests and obtained a 517mg/dl and "hi". Last five results in memory were 457mg/dl, 337mg/dl, "hi", 567mg/dl, 571mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.